Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician treated one segment of the great saphenous vein(gsv). The IFU was followed and the device was not reprocessed. An ehit was identified in follow up scan 72 hours post procedure. Confirmation has been received that the catheter has been discarded. No known issues with the generator.